Event description:
It was reported that during a device interrogation, the implantable pulse generator (ipg) was unable to establish telemetry. It was noted that there was interference from a monitor in the room, and when the monitor was turned off and the patient was moved away from the monitor, there was no longer interference and telemetry was established. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date and PMA/510k number cannot be determined. (B)(4).